Event description:
A contour vl ureteral stent was placed therapeutically in the right ureter in 2003. The pt returned 5 months later for the stent removal, but it was not possible due to heavy encrustation of the bladder coil. After three sessions of eswl, the stent was successfully removed the following month. The surgeon reported that the cause of the encrustation was possibly due to the pt being a severe "stone former" and the stent not being checked regularly.